Manufacturer narrative:
A replacement glidescope video baton 2.0 large was provided to the customer and the video baton 2.0 large used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton 2.0 large and could not confirm the reported "no image" issue. The customer's video baton 2.0 large was plugged into a known, good, test cable and a known, good, test monitor and no failure was found. The camera image quality test was performed and passed. The video baton 2.0 large produced a quality test pattern, distinct individual white lines and accurate color rendering. A visual inspection of the video baton's connector and lens found no damage. Since the customer had already received a replacement glidescope video baton 2.0 large, the returned device was scrapped. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the baton would not produce an image. The customer was able to narrow the image problem to the baton. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.